Event description:
While investigating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The electrode belt failed an ECG fall-off test.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed an ECG fall-off test. During the investigation, multiple components were found to be shorted on the distribution node pca. The cause for the shorted components and ECG fall-off failure was isolated to a defective u723 mux on the distribution node pca. Pin 1 of u723 was found to be out of tolerance. The root cause for the defective u723 mux could not be positively identified. No adverse event resulted from the defective electrode belt.